Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not vibrating. The customer¿s blood glucose level was unknown at the time of the incident. The drive support cap was normal. Customer was assisted with displacement test and the test was passed. Customer also performed self test but insulin pump was not vibrated. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected audio/beep anomaly or low battery, battery out limit and failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no reservoir alarm or prime/fill anomaly noted during testing. (B)(4).